Event description:
The pt reported a corneal ulcer. Spoke with the pt's dr who reported a 1.5 mm midperipheral cu with surrounding edema. The dr considered this ulcer bacterial, but no cultures were taken. Follow up in 2006 reveals the pt had a small scar outside the visual axis with no visual deficit. Treatment continues with steroid drops.